Event description:
The customer is unable to calibrate the new lot of axsym rubella igg reagent, lot # 58295m101 with the calibrator lot 58184m100. Error code 1018 (calibrator a rates too high) was generated. Trouble shooting methods such as performing tubing decontamination, did not resolve the issue. All diagnostic tests passed. The issue was resolved by using reagent lot # 61151m101 with the standard calibrator, lot # 61236m200, quality controls were acceptable. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.